Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, g, c, d codes.

Event description:
It was reported that the safety clamp did not engage when the pump door was opened, and the tubing was removed from the pump. The device was used to infuse paclitaxel (chemotherapy). There was patient involvement but no harm.

Event description:
It was reported that the safety clamp did not engage when the pump door was opened, and the tubing was removed from the pump. The device was used to infuse paclitaxel (chemotherapy). There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.